Event description:
According to the reporter, in a laparoscopic total hysterectomy (tlh) and salpingectomy or sling, while closing the cuff, the needle broke in two. The tip half of the needle fell into the patient¿s cavity. The piece of the needle was found and retrieved. X-ray was performed for the express purpose of locating the needle or confirming that all pieces were located. The loading unit was also difficult to unload. The surgery took extra time to find the broken needle piece and went over 85 minutes than scheduled. Another loading unit was used to complete the case.

Manufacturer narrative:
D10 concomitant product: unknown estitch, unknown endo stitch instrument (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. One half of the needle was observed in the provided image to be disengaged from the suture. The needle was observed to be broken near the swage, while the suture body and loop were intact. It was reported that the needle broke in two, with half of the needle falling into the patient¿s cavity, and that the loading unit was also difficult to unload. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: e1 (first name, last name), e3, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.